Manufacturer narrative:
Distributor reported on behalf of the (B)(6).

Event description:
It was reported that zirconia abutment fractured during a procedure with a prosthetic part.

Manufacturer narrative:
One certain® zireal® post 5(d) x 6(p) x 4(h) with a zireal® hexed screw was returned for inspection. Visual inspection revealed moderate wear about the surface of all pieces. The abutment is confirmed to be fractured at the ceramic connection. The hexed screw is also fractured at the threaded region. A device history review was performed and no related nonconformance¿s were noted. Complaint history search using our complaint handling systems revealed no additional complaints with this product¿s lot. Appropriate documentation was reviewed and the following information was identified: ¿product catalog for restorative technologies¿ instres rev 04/16. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. The complaint was confirmed. A root cause for the reported event could not be ascertained as the circumstances surrounding the event cannot be accurately replicated. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.